Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, frequency, duration and route not reported), amikacin injection (150 mg, starting dose, frequency, duration and route not reported), reflin injection (250 mg, frequency, duration and route not reported), fortum (250 mg in each bag, duration not reported), oral cifran tablet (dose, duration and frequency not reported) and flucon (dose, frequency, route, and duration not reported) for peritonitis. At the time of this report the outcome of this peritonitis event was unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.